Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection right plunger case was cracked. No apparent contamination. During syringe testing, the reported problem was duplicated. The root cause of the reported issue was found to be that q1 broken off from the plunger board and plunger board broken off from glue. This was caused by a design issue. Replaced plunger board.

Event description:
It was reported that there was a plunger error. No patient injury was reported.